Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient reported experienced vomiting and diarrhea. The patient was hospitalized and treated with sickness medication, fluids and electrolyte replacement. The patient was admitted overnight, followed by a subsequent full-day return to the hospital due to poor intake and abdominal pain. During this period, the patient experienced a dexcom sensor that produced an inaccurate low reading, leading to repeated hypoglycemia alarms and treatment for presumed hypoglycemia. A finger-prick taken later showed a high value and hyperglycemia. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional details or treatment information is available.